Manufacturer narrative:
Additional information: g.3. The report of an unexpected shut down and battery error was not confirmed. The event description stated ¿it was reported that the pc unit gave a battery error alarm and shut off and the clinician was unable to turn the device back on. The device was plugged in upon patient's return from cardiovascular operating room (cvor) and was infusing vasoactive medications for 30 minutes at the time the event occurred. The iui test method was performed on the returned devices in an attempt to replicate the channel disconnect. The pcu and the concomitant pump modules passed testing and channel disconnects were not replicated. The battery discharged without prior warnings test method was also performed due to the stated ¿battery error occurred¿ in the event description even though the pcu event log showed that the pcu did alarm for all battery warnings and the battery event occurred while not in use on a patient. The pcu passed battery testing. The root cause of the reported unexpected shut down and battery error was not identified. Log analysis results: it was reported that the pc unit gave a battery error alarm and shut off and the clinician was unable to turn the device back on, however there were no battery alarm issues observed on the reported event date. A review of the device error logs found no errors during the time of the reported event. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pc unit gave a battery error alarm and shut off and the clinician was unable to turn the device back on. The device was plugged in upon patient's return from cardiovascular operating room (cvor) and was infusing vasoactive medications for 30 minutes at the time the event occurred. The pump modules wherein the vasoactive medications were infusing were quickly connected to another pc unit and then restarted to prevent a decrease in blood pressure and avoid an adverse event. There was no patient impact. The customer stated no further information is available. Received a copy of the customer's medwatch report from FDA which states, ¿pcu was plugged in upon return from operating room, was infusing vasoactive medication for 30 minutes, pump alarmed with battery error and pump shut off and was unable to turn back on, FDA safety report ID# (B)(4).¿

Event description:
It was reported that the pc unit gave a battery error alarm and shut off and the clinician was unable to turn the device back on. The device was plugged in upon patient's return from cardiovascular operating room (cvor) and was infusing vasoactive medications for 30 minutes at the time the event occurred. The pump modules wherein the vasoactive medications were infusing were quickly connected to another pc unit and then restarted to prevent a decrease in blood pressure and avoid an adverse event. There was no patient impact. The customer stated no further information is available. Received a copy of the customer's medwatch report from FDA which states, ¿pcu was plugged in upon return from operating room, was infusing vasoactive medication for 30 minutes, pump alarmed with battery error and pump shut off and was unable to turn back on, FDA safety report ID# (B)(4).¿

Manufacturer narrative:
Added regulatory agency ref. Number: mw5097828.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient is (B)(6).

Event description:
It was reported that the pc unit gave a battery error alarm and shut off and the clinician was unable to turn the device back on. The device was plugged in upon patient's return from cardiovascular operating room (cvor) and was infusing vasoactive medications for 30 minutes at the time the event occurred. The pump modules wherein the vasoactive medications were infusing were quickly connected to another pc unit and then restarted to prevent a decrease in blood pressure and avoid an adverse event. There was no patient impact. The customer stated no further information is available.

Event description:
It was reported that the pc unit gave a battery error alarm and shut off and the clinician was unable to turn the device back on. The device was plugged in upon patient's return from cardiovascular operating room (cvor) and was infusing vasoactive medications for 30 minutes at the time the event occurred. The pump modules wherein the vasoactive medications were infusing were quickly connected to another pc unit and then restarted to prevent a decrease in blood pressure and avoid an adverse event. There was no patient impact. The customer stated no further information is available. Received a copy of the customer's medwatch report from FDA which states, ¿pcu was plugged in upon return from operating room, was infusing vasoactive medication for 30 minutes, pump alarmed with battery error and pump shut off and was unable to turn back on, FDA safety report ID# (B)(4).¿

Manufacturer narrative:
Update/additional information: d9 and e4. H3 other text : additional information added.